Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Prior to the report, the customer completed a supply change. Additionally, customer received a cartridge change error while attempting to load a cartridge onto the pump. Customer's blood glucose level was 387 mg/dl. A new cartridge was loaded to address the event.